Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notifications occurred after filling a cartridge with 250 units of insulin. In addition, it was reported that resistance was experienced when filling a cartridge. The customer¿s blood glucose level ranged from 200-230 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.